Event description:
It was reported that a patient made a mistake and caused a touch contamination during peritoneal dialysis (pd) therapy which caused peritonitis. The treatment was not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.